Manufacturer narrative:
H2: correction - the previous supplemental report indicated that product bi71000175 was the charger card, however it is the enclosure charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Confirm failure of ias does not boot when the umbilical is connected. Multiple errors were found from charger card 15 and a depleted tray 8. Tests were carried out for voltage on each battery tray and found charger enclosure card #8 is not functioning, therefore it is not charging battery stack #8. Battery tray 8 and charger enclosure were replaced. New firmware was pushed to the charger enclosure and tested. The system now fully boots, has full battery indicators, batteries hold up under load, and system checkout passed. Concomitant medical products: other relevant device(s) are: product ID: b i71000175; product ID: bi7100016; product ID: bi71000163; product ID: bi71000391. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was beeping, then unexpectedly shut down. When the umbilical was plugged in, the power was green but the first battery indicator was red. The system would not boot up. There was no patient present when this event occurred.

Manufacturer narrative:
H2: correction - b01, c02 and d02 are applicable to the analysis that was previously reported in the initial report. D9/h2/h3: the battery charger was returned and analyzed and the issue was confirmed. There was dust build up, fiber on the fans, and misaligned charger cards. Once the cards were cleaned, and seated firmly, the charger was installed in a test system, the system initialized and performed as intended. Codes b01, c13 and d02 are applicable to this analysis. An annex g code has been added to reflect this analysis. Return of the charger card (bi71000175) provided the lot number. The lot number is fqqhw rev. 6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.